Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensors. His blood glucose level was below his sensor glucose reading. His blood glucose level was 40 mg/dl or 45 mg/dl but his sensor glucose reading was 135 mg/dl. The product was not returned. Nothing further to report.